Event description:
Reportable based on device analysis completed on 09nov2021. It was reported that the coil was stretched and could not be pulled. The target lesion was located in the splenic artery. A 22mm x 60cm interlock was selected for use for the embolization procedure for an aneurysm. During the procedure, it was noted that the coil was stretched and could not be pulled. This occurred in the microcatheter. The device was then simply pulled out and procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the pusher wire, and main coil were returned inside the introducer sheath. The main coil and pusher wire were not interlocked. The pusher wire was inspected, and it was noticed kinked. The main coil was found kinked and stretched. Functional inspection revealed that the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was jammed even when the coil and the pusher where not interlocked, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection revealed that the proximal end of the pusher wire has a smooth surface and the interlocking arm was inspected, and it was detached. The zap tip was inspected, and no anomalies were noticed. The interlocking arm was inspected, and it was detached. Dimensional inspection revealed that the overall dimension (od) of the distal tfe and the proximal tfe od were within the specification. Also, the zap tip od, primary coil od and the number of fiber bundles were within specification.